Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The dc extension cable device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the extension cable. The extension cable was completely intact. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The cable passed the pre-cautery test. The cable was examined under microscopy. There was no damage on the connector pins. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable was replaced due to a possible malfunction. The vh-3000 self-activated causing the hospital to swap out both the vh-3000 and vh-3030. It is unknown which device caused the issue. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable was replaced due to a possible malfunction. The vh-3000 self-activated causing the hospital to swap out both the vh-3000 and vh-3030. It is unknown which device caused the issue. The hospital did not report any patient effects.